Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to manually fixed. A field service engineer (fse) found that main half height enhanced drawers 4.1 and 4.2 had multiple cubies failing to map, intermittently appearing and disappearing. After multiple site visits for the same issue, the half-height enhanced drawer was replaced. The fse then logged into the hardware test application and verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was not opening. User released cubie, reset and reloaded medicine but issue persisted and was leading to entire drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.